Event description:
It was reported by service report that the damaged bearing caps resulted in the head section pulling out of the cot. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: bearing caps.